Event description:
Per the clinic, the patient experienced persistent swelling and infection at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics (date and duration not reported); however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025 and the patient was administered with IV antibiotics during the surgery. There are no plans to reimplant the patient with another cochlear device as of the date of this report.